Manufacturer narrative:
Complaint not confirmed. As received, there was no evidence of contamination on the device. Additionally, the allegation could not be tested under current testing protocols. No visual abnormality or damage was observed. The device was started and completed self diagnosis without issues. The cause of the event is undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a prp spin the abs-10060r, pushed all the ppp and prp into the collection syringe causing the syringe to explode and spill the ppp everywhere. The following prp kit, abs-10063, lot 2020060125, was used for the injection without further issue.